Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections were made. E1: (establishment name) updated to (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was found that the facility staff used endo fresh detergent instead of endo quick in the oer-4 automated endoscope reprocessor due to a lack of understanding. However, a definitive root cause cannot be identified. It was noted that the facility had been instructed to use the official olympus validated detergent, endo quick. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the user facility staff used the incorrect detergent (endofresh) while reprocessing the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.